Manufacturer narrative:
Our investigation is ongoing. A f/u report will be submitted after philips obtains more info about this event.

Event description:
This customer reported an issue related to the (B) (4) defib pads. There is no info yet whether the device was a factor in the pt outcome.